Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of multiple backup battery fault alarms was confirmed via the provided log files. Log files were reviewed, containing data that collectively spanned approximately 20 days ((B)(6) 2019 per time stamp and (B)(6) 2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm occurred on (B)(6) 2019 at 2:54 due to a load test failure. The battery failed a load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The backup battery fault alarm remained active throughout the remainder of the log file, which ended on (B)(6) 2019 at 13:13. Backup battery fault alarms caused by a load test failure were also observed within a periodic log file on (B)(6) 2019. The periodic log file did not capture the beginning of these alarms. As a result, the loaded and unloaded voltage values, which correlate to the activation of the alarms, were unable to be determined. No other notable events were observed throughout the data. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Backup battery fault alarms were unable to be reproduced. The root cause of the load test failure events, triggering the observed backup battery fault alarms, was unable to be determined through this analysis. Backup battery fault alarms without a known root cause are being addressed via a corrective action. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into clinic with backup battery fault alarms due to ebb load test failures. An attempt to correct the alarms was made by repositioning the ribbon, however this did not resolve the issue. The site proceeded to switch out the patient's ebb from the controller. This resolved the alarm, however the alarm returned at a later date. This was followed by the site exchanged the patient's controller on (B)(6) 2019. No further information was provided.